Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed by the contract manufacturer. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no relationship to this complaint was found. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised that body secretions or contaminated gas may backflow into the device through the insufflation tube set if the actual pressure is higher than the nominal pressure. A high gas flow can occur due to large leaks within the surgical system or instrument. This can result in a false actual pressure reading, which in turn may endanger the patient. In case of a disrupted gas flow, you should therefore inspect device, tube, and instruments immediately. Surgical procedures should be performed with a gas flow of 4 to 10 l/min. An even lower gas flow is recommended for diagnostic purposes. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional FDA product code: gcj. Manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that the device, as-ifs1, was being used during a total hysterectomy on approximately (B)(6) 2020 and at the end of the procedure, the patient had co2 that leaked into the arms and face. The following day the doctor communicated that the patient was doing "ok". While it was reported the patient was "ok", no serious injury was indicated and no allegation of the device malfunction was made. Even though a subcutaneous emphysema has not been communicated by the user facility to date, the event was consistent with subcutaneous emphysema based on similar reported events. Therefore, this event is being reported on the basis of injury.